Manufacturer narrative:
Interrogation of the pump upon receipt indicated eri (elective replacement indicator) occurred on (B)(6) 2017 with a schedule to replace the pump by date of (B)(6) 2018. The pump was used to infuse duramorph (40 mg/ml at 7.020 mg/day). Analysis of the pump found ¿pump battery ¿ high resistance ¿ lab failure¿. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code 12 because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a manufacturer¿s representative regarding an implantable intrathecal pump. The indication for use was lumbar radiculopathy and non-malignant pain. The pump was returned to the manufacturer without a complaint. No patient symptoms or complications were reported as a result of this event.